Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10: 15 am with blood glucose of 600 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading, motor errors and the insulin pump was shutting down. Customer high blood glucose reading started on (B)(6) 2017. Customer was throwing and thirsty. Customer treated their high blood glucose reading with IV fluids and insulin pump. Customer cannot recall the name of the hospital. Customer was wearing the insulin pump during hospitalization. Customer was in the hospital for 3 days. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Infusion set was changed on (B)(6) 2017. Customer did not mention of the cannula was bent. Customer did not mention if there were air bubbles or leaks. Insulin pump setting and high pressure test did not perform. Insulin pump will not be returning for analysis.